Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage (hole) in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Fluid was leaking from the imaging window damage when the catheter was flushed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was unable to cross the lesion. The target lesion was located in moderately tortuous distal right coronary artery (rca). An opticross¿ imaging catheter was selected for use. Treatment was previously performed and stent had been placed. This time, percutaneous coronary intervention (pci) procedure was performed because of frequent chest pain due to in-stent restenosis occurred. During procedure, when opticross¿ imaging catheter was tried to cross the in-stent restenosis area with this device, the distal tip was unable to cross by the edge of the implanted stent. Due to the possibility that the stent may be deformed if the catheter will be pushed forcibly, the opticross¿ imaging catheter was then removed from the patient's body. The procedure was completed with a different device. No patient's complication were reported. However, device analysis revealed a damage (hole) was observed in the imaging window assembly in the distal end.